Event description:
The customer reports that the scalpel in the introducer kit pierced through the device and injured the end-user.

Manufacturer narrative:
Qn#(B)(4) medwatch #(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer reported that the incident happened after it was used on a patient. The clinician followed hospital protocol for needle sticks. The customer also reports that there was no medical intervention required for the clinician.

Event description:
The customer reports that the scalpel in the introducer kit pierced through the device and injured the end-user.